Event description:
A caller reported that the insulin gauge on their pump displayed a different amount than expected, with a fill estimate issue showing 105 units and remaining static despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller about the variance in measured pressures affecting the display and explained that the estimate would adjust once the insulin matches the static number, which the caller understood and acknowledged.